Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: unable to perform a visual inspection as the device was not returned. Functional/performance evaluation: unable to perform a functional/performance evaluation as the device was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images and photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned, images were not provided and medical records were not provided; therefore, the complaint investigation is inconclusive for the reported event. Per the IFU (instructions for use), after advancing the guidewire and catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the catheter is the leading edge. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the catheter prior to activation. Having the guidewire fully advanced through the distal tip of the catheter during activation could cause the guidewire to break. Therefore, the root cause for the guidewire tip detachment is most likely due to the guidewire not being withdrawn 1cm within the catheter. The root cause for the catheter advancing into the subintimal layer is unknown. Labeling review: the crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during use of a recanalization catheter in the sfa, the tip of the guidewire allegedly broke and remains within the occluded region of the vessel. There was no known impact or consequence to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device had not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.